Manufacturer narrative:
Corrected data: h4: manufacture date: 3/23/94. Summary of evaluation: the tibial baseplate can not be evaluated for the reported loss of fixation as it has been returned to co but rather has been retained by the pt. A review of the device history record for this baseplace found that no discrepancies were reported during manufacture. Summary of evaluation: a visual inspection of the returned trial head verified the complaint. A dimensional inspection of the trial head verified that the device was manufactured according to specification. The evaluation indicates that the potential for chipping or fracturing of the plastic exists when excessive force is used to seat or remove the trial head from the stem.

Event description:
Revision surgery revealed loosening of the tibial baseplate.